Event description:
A report was received that the patient's ipg was replaced due to difficulty charging. The patient was reportedly doing fine after the procedure.

Event description:
A report was received that the patient's ipg was replaced due to difficulty charging. The patient was reportedly doing fine after the procedure.

Manufacturer narrative:
The explanted ipg was not returned to bsn for evaluation as it was discarded by the medical facility. A review of the manufacturing documentation of the explanted ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing.